Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer observed that the entire pump was covered in insulin. The customer checked for cracks on the cartridge but was unable to identify any. The customer's blood glucose (bg) elevated to over 540 mg/dl with ketones present. The customer attempted to resolve bg by changing supplies three times. Also, the customer noticed within a 24 hour period they usually only require 80 units of insulin however, on this day they required around 250 units of insulin. Subsequently, the customer was taken to the hospital and was treated with insulin. This treatment resolved bg. The customer was discharged on (B)(6) 2020 with no permanent damage. Technical support tried to perform a pump system check with the customer's mother, who was not aware of any issue, and was unwilling to ask the customer as the customer had been under a lot of stress. The customer reverted to alternate insulin therapy.